Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and pelvitex were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat uterine prolapse and stress urinary incontinence. Concomitantly the patient underwent a total abdominal hysterectomy.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent lysis of abdominal and pelvic adhesions, removal of mesh abdominal approach, vaginoscopy, excision of right hydrosalpinx, repair ventral hernia, and cystoscopy with bilateral uereteral catheter placement on (B)(6) 2012 due to vaginal foreign body/mesh, chronic vaginitis, ventral hernia and hydrosalpinx. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent the following procedures: on (B)(6) 2010, the patient underwent removal of mesh due to mesh extrusion; on (B)(6) 2011, the patient underwent excision of mesh and suturing due to mesh extrusion and on (B)(6) 2011, the patient underwent removal of mesh due to vaginal mesh erosion and abdominal adhesions. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrocolpopexy and cystourethroscopy due to pelvic pain and menorrhagia.